Event description:
The following information was reported to gore: on (B)(6) 2022, the patient underwent endovascular treatment of the right internal iliac aneurysm using gore® excluder® iliac branch endoprostheses (ibe). Gore® dryseal flex introducer sheath was inserted from the right side of the patient. After non-gore bifurcated stent graft (afx) was implanted, ibe was implanted into the right side, the right common iliac artery to internal/external iliac arteries. Balloon touch-up was performed by gore® molding & occlusion balloon catheter (mob). At the final angiography, a localized dissection was confirmed in the right external iliac artery. As a treatment, another stent graft was additionally implanted into the right external iliac artery. The cause of dissection was unknown. Reportedly, neither sheath, ibe iliac branch component, nor mob can be denied as the cause of the dissection.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Added g3/g4, h1/h2 and h6: investigation findings and conclusions.